Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device's user interface (ui) assembly does not allow access to service page. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The ui assembly needs to be replaced to resolve enter button issue. The rse provided parts ID for the replacement of replace ui assembly to the customer.